Event description:
The user reported that their device would start a user initiated self test on its own.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.